Event description:
It was reported to medtronic minimed that the customer experienced damage on the screen. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1886 was requested and the device was returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with blank display. Unable to download using thump software due to display anomaly. Unable to perform sleep current test, active current test and self-test. Proceed it by cutting unit open and perform visual inspection on the connectors and electronic assembly. Per visual inspection found moisture damage on electronic assemblies, keypad flex connector, motor assembly and corroded battery tube. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, scratched case and corroded battery tube. The hard coat edge acceptable per case assembly cosmetic specification,(B)(4).. In conclusion, customer concern for cosmetic damage was not confirmed at display (sharp edge), however, other cosmetic damage confirmed where cracked keypad overlay and scratched case were noted. Blank display was confirmed due to moisture on electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.